Event description:
Customer reported a leak that occurred with his infusion set. Tubing leaked 3 inches above connector. Customer states leak originated from a break in the connector. Customer states that he discarded the infusion set. Customer states leak did not affect his therapy, and he did not require any treatment or outside assistance.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.